Event description:
It was reported that the pacemaker went to elective replacement indicator (eri) after 35 months of service life. Premature battery depletion is suspected. The pacemaker was removed and replaced. Prior to replacement, the patient experienced symptoms due to the pacemaker being at vvi 65 pacing mode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. (B)(4).